Event description:
It was reported that a left ventricular (lv) lead was surgically abandoned due to loss of lv capture at max output with impedance of greater than 3000 ohms. A new lead was successfully implanted. No additional adverse patient effects were reported.